Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, a visual inspection of the pump revealed that the display lens was cracked around the perimeter. The pump powered on and displayed the verify screen. The display was found to function properly during testing.